Manufacturer narrative:
The patient underwent mesh implantation in order to treat pelvic organ prolapse. It was reported that following insertion the patient experienced bleeding. It was reported that the patient underwent removal of protruding mesh and implantation of tension free vaginal tape suburethral sling using boston advantage on (B)(6) 2011 due to stress urinary incontinence and mesh exposure. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation in order to treat cystocele, rectocele, enterocele, and prolapsed vaginal vault. It was reported that the patient had the concurrent procedures of a robotic abdominal sacrocolpopexy with repair of cystocele, rectocele, enterocele, and vaginal vault performed during mesh implantation. No additional information was provided.